Event description:
Caller reported cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Customer followed instructions from technical support to reset the pump, and after the reset, the error did not reappear. Customer successfully started their sensor session again.